Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**

Event description:
It was reported that: wrong catheter was found in kit. The issue was identified prior to use, there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: wrong catheter was found in kit. The issue was identified prior to use, there was no patient involvement.

Event description:
It was reported that: wrong catheter was found in kit. The issue was identified prior to use, there was no patient involvement.

Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided one photo for analysis. The complaint of an incorrect catheter was confirmed through complaint investigation. Visual analysis showed two arterial catheters with the same length. According to the bill of materials and the finished good product drawing, two arterial catheters are meant to be included; however, one catheter is 16cm, while the other is 5cm. From this information, the reported complaint is confirmed. The msk product drawing and the kit lidstock confirms that two catheters are meant to be included; however, the lengths should be different. The report of an incorrect catheter was confirmed through analysis of the customer supplied photo. The photo shows two catheters of the same length. Analysis of the msk product drawing and the lidstock artwork , confirmed two arterial catheters are meant to be included; however, they should be different lengths. Based on the customer report and the supplied photos, packaging caused or contributed to this event. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.